Event description:
During a total hip arthroscopy, the surgeon was unable to mate the liner with the acetabular shell. The surgeon unsuccessfully attempted to mate two additional liners causing a delay in the surgery. Due to the pt's religious objection to receiving blood products, the surgeon elected to implant a fourth liner and end the surgery.